Event description:
It was reported that during service and evaluation it was determined that the white sleeve of the truespan 12 degree peek anchor device was cracked. It was noted in the service order that the device had an undetermined malfunction. There were no adverse consequences to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product and a photo were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned photo found the two plates deployed. Only the tip of the needle was visible. Additionally, no observations pertaining to the nature of the reported event or any other anomaly. Visual inspection of the returned device found the plates and suture completely deployed. The red trigger was found in a normal shape. The white sleeve was cracked. No other anomalies were noted. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per instructions for use (IFU); during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.